Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-05285. It was reported that the patient experienced inappropriate high voltage therapy from their implantable cardioverter defibrillator - ICD and right ventricular - rv lead. The patient presented to the hospital and it was suspected that the lead was fractured. The ICD and lead were explanted and replaced.

Manufacturer narrative:
The reported event of fracture was not confirmed and the reported event of inappropriate shock was confirmed. Final analysis found external insulation abrasion noted from 20.9 cm to 21.8 cm from the connector pin consistent with friction to the can.